Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The revision is being performed due to an undersized talus component, insufficient fibular support, and residual deformity from the primary procedure, resulting in failed lateral loading and collapse of the talus implant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.